Event description:
Instrument failure/primary surgery - the guide is locking up during surgery, it would not release from the baseplate.

Manufacturer narrative:
The drill guide was returned to djo surgical on 8/12/2014 and is currently in the investigational review process. The healthcare professional indicated a significant adverse event to the patient. There was a delay, delay time not given, in surgery and another suitable device was not available for use. The primary surgery was completed as intended. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument instructions for use (IFU) 0400-0146, "recommendations for the care and handling for djo surgical instruments." The complaint database review showed previous complaints, but there were no indications that patients were at risk, or that this instrument has a design or material deficiency. A review of the device history records (DHR) revealed the product was manufactured to revision level specifications. The drill guide, two piece, rsp was released on 3/9/13, therefore it is possible it may have been in service for over one year. The condition of surgical instruments can be determined by wear and damage incurred while being used for its intended purpose. The replacement of instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. If the instruments is deemed to be a worn instrumentation an evaluation will be performed and added to the file.

Manufacturer narrative:
The reason for this complaint was to report the fracture to the thumb screw thread from forces exceeding the ultimate strength of the material. The drill guide was released from manufacture around 9 march 2013; therefore it is possible it may have been in service for 1.3 year. The healthcare professional indicated a significant adverse event to the patient. There was a delay, delay time not given, in surgery and another suitable device was not available for use. The primary surgery was completed as intended. Return product receipt# (B)(4) was received on 12 august 2014 and an evaluation conclusion is now available. A review of the device history records showed no non-conforming material reports associated with the incident components. The thumb screw threads 6-32 unc-2a was 100% inspected through thread gage during inspection and found accepted. A review of the product complaint report history showed there were (B)(4) prior complaints on part number 804-03-048, reverse shoulder prosthesis baseplate drill guide and (B)(4) prior complaints on thumb screw thread broken/stripped issue and (B)(4)complaints on thumb screw cross threaded issue. The trend of the thumb screw failure is as follows: in the year 2010- (B)(4) complaint, 2011- (B)(4) complaints, 2012- (B)(4) complaints and 2013- (B)(4) complaints and 2014- (B)(4) complaints. The returned drill guide was visually inspected, marking details were lightly worn and over all instrument is in good condition with minor scratches and wear marks indicative of extended regular use. The thumb screw has lodged in the screw guide and it is sheared at the thread relief. The returned thumb screw shaft diameter is measured and it is found to be .0975" which is within the specification limit of ø 0.100" +.000"/-.005". The instrument consists of three components: 1) drill guide, 2) screw guide, 3) thumb screw. The incident drill guide print specifies the length of the thumb screw shaft with the threaded tip included is .620" +/- .010 and the threaded tip is .115" +/- .005" long and the diameter of the shaft is only .100" which can shear/fracture when subjected to excessive torque or bending. The broken screw is made from 17-4 ph stainless steel, and is designed to be .870" long, with a 6-32 unc-2a threaded connection. The thumb screw design includes a knurled knob to tighten by hand but also an internal hex making it possible to tighten with a hex driver. This along with the small threaded tip (6-32) makes the threaded tip susceptible to damage if over tightened. The thumb screw only needs to be tightened until snug to properly secure the instrument. Containment action was handled by (B)(4) and corrective and preventive action (CAPA) CAPA-(B)(4). The material of the thumb screw has been changed to (B)(4) in may of 2013, which will enhance the performance. Surgical instruments are susceptible to damage from extended usage, exposure to high torques, or repeated use in many surgeries. The returned instrument was most likely subjected to at least one of these conditions. Care must be taken to avoid compromising their performance as recommended in the instrument IFU 0400-0146, "recommendations for the care and handling for djo surgical instruments and instrument cases" the root cause of the fracture cannot be determined with certainty but is most likely caused by over tightening of the screw using a hex driver or improper orientation or cross threading.